Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network jack was damaged. A field service engineer (fse) replaced the damaged network jack at the back of the es tower with a new, non-inventoried part. After that the network communication restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower network jack was damaged and caused intermittent disconnections to the network the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.